Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and was unable to duplicate the reported issue. Physio noted that the customer had a third party battery installed in the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown. There was no patient use associated with the reported event.